Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016 that on (B)(6) 2016 the receiver had an intermittent out of range signal. No additional patient or event information is available.